Event description:
Unomedical reference number (B)(4). Event occurred in the united states , it was reported that, the patient experienced issues with 5 infusion sets, all of which leaked. The patient was unable to determine the exact site of the leakage but could smell the insulin. The events occurred on 5 separate occasions on (B)(6) 2024. The patient's blood glucose (bg) was high, but the specific value is unknown. The patient took corrective measures by administering a correction bolus via the pump and changing the infusion set. There were no injuries reported, and it is unknown if the patient had ketones as they did not test for it. The patient resolved the issue by replacing the infusion set and successfully resumed insulin deliveries. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) MDR (B)(4) device 4 of 5.